Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was also stated that the bolus history showed a maximum bolus of 30 units had been delivered at some point. It was stated that nobody knew who programmed the bolus as the customer was only two years old. It was reported that further troubleshooting would be conducted when the insulin pump was downloaded. Nothing further was reported.